Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: the initial reporter was a health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patients receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. The hcp reported a motor stall which was reported in report 3004209178-2018-14830. It was also reported that there were several other pump stalls in their clinic. No further complication was reported.